Manufacturer narrative:
For this complaint file, the final customer lot was identified and a device history record review was conducted. The product was released based on the product¿s acceptance criteria. The sample was visually inspected using 25x magnification and found to be conforming. Actuation testing were performed and final testing indicates this test conforming. Cutting and aspirating testing were performed and deemed conforming. The probe was disassembled and the components inspected. The root cause for this complaint issue is unknown because the returned sample was conforming to specification. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a vitreoretinal procedure the probe would not cut. The conditions of aspiration and actuation are unknown. The surgery was completed after replacing the product with another one. There was no harm to the patient. Additional information and the product sample was requested.